Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving sufentanil via an implantable pump. The indication for use was non-malignant pain. The patient's friend/family member was calling asking if there were any "tests" to perform to know if the pump is working. The patient had an MRI on march 13th, unrelated to the device or therapy, and when they had their follow up appointment the same day, the refill date had changed from april 29th to may 10th. The pump was previously filled on february 28th. On may 8th they went to the healthcare providers for a refill, but the pump was "bone dry". The pump was not due to be refilled until the 10th. They heard no alarms from the pump. The patient had an "exacerbation" of back pain "a week or so" before their appt on may 8th but thought it was because they had been doing yard work. The healthcare provider had refilled the pump with 40 ml of sufentanil and adjusted the dose. The next morning the patient was unresponsive and had been overdosed. The reporter gave the patient a dose of narcan and called 911. The patient was rushed to the ER (emergency room) where they received 2 more doses of narcan and the company representative was paged. The dose was changed again under the direction of managing physician. The patient has an appointment with the healthcare provider on wednesday to discuss further options and caller stated a company representative would be present as well. The caller was redirected to their healthcare provider.